Event description:
It was reported by the customer that a pyxis medbank system was unable to issue medication. The customer reported that the user was unable to retrieve the lorazepam 2 mg vial and had to reach out to the pharmacy for assistance. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user was unable to issue medication. A technical support specialist provided the finding to customer to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.